Event description:
Pt was tested on the suspect device with an inr result of 4.5 and 4.2. Lab inr value was 2.7. Controls were run and in range after the event occurred. The device was replaced and requested to be returned for eval.